Event description:
During routine recertification of the device by a zoll service technician, the device exhibited a high ground impedance. There was no patient involvement during the reported malfunction.